Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. Blood was observed on the sleeve head of the lead. The outer insulation of the lead was extrinsically cut but not breached. Visual analysis of the lead indicated damage at implant. The analyst noted there was found only 2 cuts but not breached at 20 cm from the pin. A big chunk of tissue and body fluid on the helix and in the sleeve head. All electrical testing was within specified parameters. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and non-pacing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.